Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent CABG procedure on (B)(6) 2020 and suture was used. During the procedure, the strand broke in half on suture. The procedure was completed with similar device. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 03/05/2020. Additional information: a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.